Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be determined since no product was returned and insufficient clinical details and no logs were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
Pan impella cp device was inserted via the right femoral artery in a 67-year-old female patient presenting with hrpci in the setting of scai shock stage d. Patient's medical history included known coronary artery disease and diabetes mellitus. The patient subsequently demonstrated elevated plasma-free hemoglobin; the etiology of the hemolysis was unclear, as the patient was also supported with ECMO. The clinical team elected to proceed with impella 5.5 upgrade earlier than originally planned. The impella cp was removed and the impella 5.5 was placed without complication. The patient¿s condition later declined, care was withdrawn, and the patient expired. The reported events are hemolysis requiring blood transfusion, device revision/replacement, and death. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors, including the critical clinical condition, underlying cardiac dysfunction, hemodynamic instability, and concurrent mechanical circulatory support (ECMO). The death is being conservatively reported to the impella cp however, the death is more plausibly related to the patient's underlying critical condition as they presented in scai shock stage d.